Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently treated with oral antibiotics (specific date and duration not reported). The event resulted in fixture loss and loss of osseointegration with minor bleeding. The patient does not wish to undergo reimplantation and will become a non-user.